Event description:
It was reported that during a stenting treatment procedure the balloon was difficult to remove from stent. The lesion being treated was located in the moderately calcified, moderately tortuous mid left anterior descending artery. The physician deployed a 2.75x8mm veriflex stent in the target lesion at 12 atms then deflated the balloon. However, the balloon became stuck in the stent. The physician then, reinflated the balloon to nominal pressure and dialed down to 0. Using the push pull technique, the physician was able to remove the balloon intact. It took approximately 1 minute to remove the balloon. The stent remains implanted. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).